Event description:
The customer reported via phone call that they had misplaced their battery cap. The customer also reported their blood glucose was over 600 mg/dl as a result. The customer has treated for their blood glucose. Customer was advised their insulin pump would be replaced. Customer will be returning their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.